Event description:
As the physician was applying a fallopian tube clip, the applicator would not release the tube and the applied clip as it should. Some manipulation of the device was necessary. The clip and tube eventually came out, to complete the procedure. No patient problems were reported.